Manufacturer narrative:
The controller (con214722) and hvad pump (B)(4) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of log files revealed a controller power up event on (B)(6) 2017 at 23:03:21 and a motor start event immediately after at 23:03:28. The data point prior to the controller power up event, at 22:54:36, revealed that bat511878 was connected to power port 1 with 64% relative state of charge (rsoc) and an active adaptor connected to power port 2. The data point after the controller power up event, at 23:18:18, revealed that the controller was connected to bat511875 on power port 1 with 99% rsoc and bat511884 was connected to power port 2 with 98% rsoc. One (1) vad disconnect alarm was logged on (B)(6) 2017 at 23:03:21, at the time of the controller power up event. The maximum pump off time was estimated to be 8 minutes and 45 seconds. A second controller power up event was logged on (B)(6) 2017 at 04:30:37 and a motor start event immediately after at 04:30:45. The data point prior to the controller power up event, at 04:21:54, revealed that bat511875 was connected to power port 1 with 48% relative state of charge (rsoc) and bat511884 was connected to power port 2 with 45% rsoc. The data point after the controller power up event, at 04:45:34, revealed that the controller was connected to bat511879 on power port 1 with 99% rsoc and an active adaptor connected to power port 2. The maximum pump off time was estimated to be 8 minutes and 43 seconds. Further review of log files show that the pump's power consumption was within normal operating parameters from (B)(6) 2017 through the event date. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the loss of power events can be attributed to a disconnection of both power sources from the controller. The most likely root cause of the vad disconnect alarm can be attributed to a disconnection of the driveline from the controller. Heartware has opened an investigation for events involved in controller power loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient accidently disconnected the two batteries on (B)(6) 2017 at night and the vad pump stopped for a few seconds. The patient claimed that they had no symptoms during the vad stop. On (B)(6) 2017, the patient dropped the patient pack when turning while asleep. Device education was reinforced to the patient and spouse. Log files show there was a vad disconnect alarm on (B)(6) 2017 and two controller power-up and associated pump start events on (B)(6) 2017. The patient was in the hospital and was discharged. No patient complications have been reported as a result of this event.